Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, complication in site preparation, biomechanical overload, immediate implantation, undersized implant bed, pain, mobility.